Event description:
Additional information was received from the physician's office indicating the shortness of breath reported by the patient occurs with and without stimulation. In regards to the reported migration, it was confirmed the generator migrated upward under the clavicle and it is unclear what the cause was. It was noted that non-absorbable sutures was not used to secure the generator. Regarding the reported heart rate drop and fluid to the generator, the cause was indeterminate. There has been no known trauma to the site and the physician did not agree the generator site was swollen. The arrhythmia form provided to fill out was not completed as the heart rate was indicated to be subjective and not documented. It was confirmed the patient had their device explanted due to patient comfort only. The explanted device has not been received for analysis to date.

Event description:
Additional information was received that the patient reported that the stimulator ¿takes her breath¿ and is unable to sleep as she cannot lay down with the dyspnea. She also reports that one month ago she ¿felt her heart rate drop then a rush of fluid¿ went to her upper chest and pulse generator became swollen. She states the generator has moved as well. The device is off. With the current information, all the reported events appear to be related and will be reported together; however, attempts were made for more information, and no additional or relevant information has been received to date. While surgery was planned it is unconfirmed if the surgery has occurred to date.

Event description:
The explanted device was discarded.

Event description:
It was reported that a patient with a model 106 upon interrogation with the resident, the patient complained of chest pains at her chest site. However, the device was off on all parameters at the time. A session report verifies the device is at 0ma and lead impedance shows 4021 ohms with ok battery 75-100%. The ma acknowledged that the device was sitting high near the collar bone and it was discussed with the patient, either a repositioning or possibly a reposition and change to the smaller sentiva device. The neurologist agreed to refer to neurosurgery. No surgical intervention has occurred to date. No additional or relevant information has been received to date.